Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was identified that during a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a thrombus occurred. This was identified during an optical coherence tomography (oct) image review following the procedure. The procedure was completed with no adverse events related to thrombus reported.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that myocardial infarction is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Additional information received indicated the clinical event committee reviewed images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a myocardial infarction.

Event description:
The observed thrombus was located at stent. No thrombus was observed on angiography.

Manufacturer narrative:
Per physician review, this observation of thrombus was not associated with any adverse event to the patient and was a subclinical finding associated with the intravascular imaging core lab analysis required as part of a clinical trial. Based on this review, this event no longer meets the definition of a reportable serious injury. Csi ID (B)(4).